Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. It was reported that the patient was using an unsupported operating system. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. Data was received but does not reflect full investigation window. Confirmation of the allegation and root cause could not be determined.